Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There is evidence of the customer reported system error 345 in the event history log. There is also evidence of the customer reported problem 'shuts off' in the event history log as "improper shutdown". The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off during therapy (medication, dose, programmed amount and delivery rate unknown) at the medical surgical area. There was no patient injury or medical intervention associated with this event. No additional information is available.